Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 due to dark, tarry stools, dizziness, lightheadedness, and shortness of breath. Acetylsalicylic acid (asa) and coumadin (warfarin) were withheld, and an esophagogastroduodenoscopy (edg) was performed with no evidence of active bleeding but with duodenitis. The patient was started on subcutaneous octreotide, fish oil, and digoxin, along with 3 units of blood. The patient was discharged on (B)(6) 024 with no coumadin, and a was follow-up scheduled in one week. Similar event reported under MFR 2916596-2023-02171.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.